Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) / (B)(6) 2018, the patient started having pain at the ins site. The cause of the pain at the ins site was not determined. On (B)(6) 2019, the patient had the ins explanted and replaced along with an ins pocket revision. In pre-op, the rep was unable to interrogate the ins because the ins had gone into overdischarge. The patient had not charged the ins in "about 5 months". The explanted device was discarded by the customer because they did not want to return it despite a request to do so. The pain at the ins site was reported to be resolved following the surgery. No further complications were reported or anticipated.